Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the device misclassifying an episodes of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.